Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 425 mg/dl. Patient's other blood glucose value was 107 mg/dl and 353 mg/dl and 425 mg/dl and 256 mg/dl and 288 mg/dl. Customer alleging possible pump under delivery. The customer experienced no symptoms but could not sleep. The customer was treated with manual injection. Previous 2 infusion set removed have big air bubbles in them patient thought it was just her mistake with doing the set change that caused the air bubbles but she had her husband do the infusion set change it also had air bubbles. The device was not expected to be returned for analysis.